Event description:
It was reported the patient was experiencing discomfort at the ipg pocket site. The ipg was replaced with a new and smaller model. The new ipg was implanted at a new pocket location.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.